Manufacturer narrative:
The microcatheter was returned for analysis. No issues were found with the microcatheter hub and no bends or kinks were found with the microcatheter shaft. The 3.0cm tip was found to be detached from the microcatheter and returned with the microcatheter. No issues were found with the detached tip. No other anomalies were observed. Based on the device analysis and the reported information, the report of tip detachment was confirmed, as the detachable tip was found to be detached from the microcatheter. However, the cause for the detachment could not be confirmed. It is possible the tip became damaged or weakened during handling subsequently causing the tip to detach after flushing. All products are 100% inspected for damages and irregularities during manufacture. Per the apollo instructions for use (IFU): inspect the catheter, taking care to not touch or manipulate the tip prior to use to verify that it is undamaged. Always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The apollo microcatheter has not yet returned for evaluation. As a result, the reported event cannot be confirmed and the cause cannot be reliably determined. However, the is expected to return for evaluation. Once received and evaluation completed, a supplemental report will be submitted.

Event description:
Medtronic received information that during preparation, prior to use on the patient, after flushing the apollo microcatheter, the tip separated. Aside from the detachment, no other damage was observed on the catheter. There was no patient involved in this event.